Event description:
A malfunction was reported with an accompanying code displayed as malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, which resolved the issue, and instructed the customer to continue using the pump while advising them to call back if the malfunction code recurs. No additional issues were reported after the reset.